Manufacturer narrative:
The stent of the complaint instrument was returned together with the delivery system of an orsiro 2.25/18. The stent was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the returned stent is slightly bent at one end. In the as-returned condition the stent was wrapped in a gauze. The returned delivery system of the orsiro 2.25/18 was successfully used in the intervention. Therefore, no further investigation was conducted. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a moderately calcified lesion (70-80 percent stenosis degree) in a mildly tortuous rca. Pre-dilatation was done. Subsequently, the device was introduced into patients body but could not pass the lesion and the device was withdrawn.